Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box verified errors, alerts, warnings with a call service 064 motor error. The original complaint of the motor error was duplicated during the investigation due to the internal moisture and corrosion that was found surrounding the motor pump circuit board components. Unrelated to the original complaint, it was found that the battery compartment was cracked at the left side of the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.